Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be placed transduodenal to the pancreas to treat a walled-off necrosis during a cyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent was partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent was partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection was performed, and no problems were noted with the stent and delivery system. The reported event of stent partially deployed could not be confirmed as the stent was received fully deployed and expanded. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be placed transduodenal to the pancreas to treat a walled-off necrosis during a cyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.